Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted concurrently with a cystectomy due to rectocele. It was reported that following insertion the patient experienced pain, urinary problems, recurrence, bleeding, dyspareunia and vaginal scarring. The patient subsequently underwent a transurethral resection of bladder tumor ((B)(6) 2010), a laparoscopic right ovarian cystectomy ((B)(6) 2010), and cystectomy secondary to transitional cell carcinoma of the bladder ((B)(6) 2011). (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with anterior and posterior repair.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat cystocele and stress urinary incontinence.

Manufacturer narrative:
.